Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed and the positioning failure could not be replicated in a testing environment. A review of the lot history record did not indicate a lot-specific product issue. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue and positioning failure. Functional testing confirmed that the grippers functioned as intended with no gripper actuation issues observed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4. One clip was implanted successfully. A second clip delivery system (cds) was advanced to the mitral valve and during deployment, it was noticed that the posterior leaflet might be captured. At this time the gripper lever cap was already removed and the gripper line unwrapped and tested. It was suggested that to wrap the gripper line on the gripper lever and to screw the gripper lever cap on the gripper lever to fix the gripper line. The physician took the grippers up, unlocked the clip, opened the clip and the leaflets were free. Then functional test was performed with grippers, but the grippers didn¿t move down. Therefore, the cds with the clip were removed. A new cds was advanced and the clip was deployed. Two clips implanted reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.